Manufacturer narrative:
This device remains implanted. If additional information becomes available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) data review was sent to technical services (ts) due to an atrial fibrillation (af) episode seen. The episode was suspected to be a result of oversensing. Ts reviewed the device data and noted that the device recorded an af episode showing random appearing marker behavior. Ts confirmed this episode was a result of marker misalignment. Ts confirmed that in (B)(6) 2021 the patient initiated a remote monitoring transmission which was not successfully terminated, the device was scanned but not fully interrogated. This unsuccessful interrogation put the device in a state of casing misaligned markers. A complete connection later the same day resolved this issue. In additional engineering review of the device data noted that the power consumption of this device was increasing in a gradual fashion and the device was showing early signs of premature battery depletion. Ts discussed replacing this device or if more time was needed to request a new evaluation for a safe replacement time towards the end of the sixty day window. This device remains implanted. No adverse patient effects were reported.